Manufacturer narrative:
No pt was present. Medtronic rep swapped out the replacement break out box per RMA. System was functioning as intended after changing out and testing. No pt involved.

Event description:
Medtronic representative reported the break out box cable that attaches to the stealth station has frayed wires. The event did not occur during surgery and no pt was present.